Event description:
It was reported that the lead was not working, and that it had migrated after multiple ablations for vt. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; full lead was returned for analysis. It was reported that the lead was not working, and that it had migrated after multiple ablations for vt. The lead was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed; according to specifications, device evaluated and alleged failure could not be duplicated; dislodged.